Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing connection issues and displaying a b30 scope communication error. According to the initial reporter, this did not take place during a procedure. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned, and additional information was not obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.